Manufacturer narrative:
Section a4: weight: unknown/not provided section d6b: if explanted; give date: not applicable, as lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced posterior capsule opacification (pco) following implantation of a single-piece, non-preloaded monofocal intraocular lens (iol). The condition was identified during a postoperative site examination and was subsequently resolved with a yag laser capsulotomy procedure. The preoperative best corrected distance visual acuity (bcdva) was 20/30, which improved postoperatively to 20/20. The patient was fully recovered and the iol remains implanted. The patient¿s daily activities were not affected, and the directions for use was followed. No further information was provided.